Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was verified through the review of the event history logs. The homechoice device received functional testing and a visual inspection. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 21:44:22. During night drain cycle eight, the patient's ultrafiltration reading was 316ml, indicating the home patient (hp) drained 316ml more than their maximum programmed fill volume of 500ml. No additional information is available.